Event description:
It was reported that, prior to the start of a left ankle hardware removal procedure, the handle of a small fragment screwdriver broke in half as it was pulled from the holding tray. Another driver was used to perform procedure. No adverse effect on patient.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Product development evaluation reveals, the part was received with the handle broken at the pin that secures the shaft to the handle on one side and angles back on the other. There is also a crack in the handle on the same side at the pin. The tip is well worn and shows signs of extensive use. The shaft has some brownish discoloration at the shaft to handle interface. The holding sleeve was also returned but is unrelated to this complaint. This part is over 23 years old. (B)(4). It is considered this to be normal wear and tear. There are no indications of design or manufacturing related issues. Therefore this complaint is considered invalid. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
This is report 1 of 1 for (B)(4).